Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 15/oct/2018. Device analysis results: visual analysis of the returned device identified broken shell and others, missing a piece of shell (25-50%), and underweight. A microscopic analysis was performed which identified striated break on the posterior. Based on the device analysis the final assessment is a striated break due to surgical damage consistent in the use of some surgical tool and inconclusive due to missing shell. The reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformance's noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side device rupture and "deformity". Device has been removed.